Manufacturer narrative:
Exact date unknown, event occurred two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain and discomfort at the ipg site. The patient was taking oxycodone.

Event description:
It was reported that the patient was experiencing increased pain and discomfort at the ipg site. The patient was taking oxycodone. Additional information was received that the patient was taking oxycodone for normal back pain. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.